Event description:
It was reported that the user¿s ilet displayed no glucose values while using a dexcom g7, which was resolved after guidance to toggle the cgm setting to g7 and reenter the four-digit pairing code; the sensor then paired and glucose values resumed. Symptoms included hyperglycemia after a period of disconnection and a meal. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed successful cgm re-pairing and restoration of data display. It was concluded that the event was due to a temporary pairing issue, with device function restored after standard pairing procedures.